Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
It was reported that the patient experienced discomfort and a heat sensation at the implant site. Subsequently, the patient was prescribed topical cream (type and date not reported).